Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated optical instability from 9-sep-2025 onwards. This most likely contributed to the inaccuracies observed by the patient. This was identified by system diagnostics, triggering sensor check alerts on 14-sep-2025 and eventually sensor replacement alert (ec39) on 15-sep-2025. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation.upon receipt, in-house testing of the returned sensor showed no malfunction. A further review of dms data showed that the early sensor replacement alert was triggered due to a sudden reduction in the reference signal, which may indicate dimming of the led inside the sensor. However, this failure mode could not be reproduced during returned product analysis testing. The potential root cause of this failure mode may be related to an issue with the sensor electronics, such as an intermittent led short. The user was offered a sensor replacement as a resolution. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114,3224. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of hypoglycemia event where the system did not alert the patient. The event happened on (B)(6) 2025 at around 7:30 pm. The sensor glucose (sg) value was 195 mg/dl and the blood glucose (bg) value was 58 mg/dl. The patient self resolved the event by consuming glucose and an isotonic drink.